Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). The customer provided the patient sample for investigation. Of the data provided, erroneous tsh, ft3 iii and ft4 ii results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the tsh erroneous results and medwatch with (B)(6) for information on the ft3 iii erroneous results. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 ii reagent lot number used at the investigation site was 184927 with an expiration date of 03/31/2016. The serial number for the customer's e602 analyzer is not known.